Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however there was the possibility that the reported phenomenon was attributed to the following. - the temperature of inside of the subject device was increased because the examination lamp had been lit up for a long time, consequently the error e101 occurred. - the false detection occurred due to the malfunction of the electrical circuit board of the video system center which was used in combination with the subject device, consequently the error e101 occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the subject device gave error e101 which indicated the temperature inside of the subject device had increased, and the safety mechanism was working. There was no report of patient injury associated with the event.